Manufacturer narrative:
Concomitant product: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
A consumer reported via a manufacturing representative reported that the implantable neurostimulator (ins) could not be interrogated by a clinician programmer, but the ins was able to be charged by the recharger. Since implant, the patient had gained 10 pounds. The ins was able to be felt under the patient's skin, but the ins seemed to be implanted more than 3-4 cm. The patient has not had any falls. The manufacturing representative later reported the patient was not able to recharge the ins. The antenna locate feature was used and a low number was given. The manufacturing representative thought perhaps the ins was overdischarged. An x-ray was planned to check to the location of the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.